Event description:
It was reported that the stopcock was leaking due to breakage at the luer lock connection. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No device nor pictures were provided for the investigation. Additional evidence is required for a more thorough investigation. At this time, there is no evidence to support the complaint report, therefore the defect cannot be confirmed. No further actions are planned at this time. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint and no complaints data trending identified on this lot or part number.